Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had not been using the implantable neurostimulator (ins) due to an infection following implant on (B)(6) 2014. An infection, around the ins in the back developed in early (B)(6). The patient was initially treated with antibiotics for 20 days then hospitalized for a week. The patient had now been in a nursing home for a week and reported ¿it¿s gotten really bad,¿ and was now on IV antibiotics. It was noted that if the infection didn¿t clear, removing the ins had been discussed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received where a follow-up response from the hcp later clarified that the onset / diagnosis of infection had occurred on (B)(6) 2014. The patient did not have meningitis, but the symptoms of fever, redness, swelling, drainage, and pain were noted. The location of infection was the device pocket and lead track. A culture was obtained from the lumbar region, and a staphylococcus aureus infection was diagnosed. Both IV and oral antibiotics were administered for treatment, and the outcome was noted to be ongoing. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).